Event description:
Event description guidant received information that the patient with this right ventricular lead, required an emergent lead revision procedure, due to loss of capture. It was noted that the patient was pacer dependent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the lead was returned severed. Only the proximal segment of the lead was returned. It was confirmed that the proximal segment was confirmed to be electrically continuous. As a result, we are unable to confirm the clinical observations.

Event description:
Event description guidant received information that the patient with this right ventricular lead, required an emergent lead revision procedure, due to loss of capture. It was noted that the patient was pacer dependent. Information was later received that this lead was explanted and returned without any allegations. No adverse patient effects were noted as a result of the procedure.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted. No additional information is available at this time. If additional information becomes available, the event will be updated. The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.